Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm 4 was not engaging and would not move, leading the surgeon to convert to laparoscopic surgery before contacting support. The system logs indicated a non-recoverable error 1162 related to universal surgical manipulator (usm) 4. The customer had power cycled the system multiple times without any change before calling. The tse suggested performing a hard reboot on the patient cart when possible. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive followed up and obtained additional information. System functionality was checked upon powering on the system. System did initially power on without errors. There was no patient injury. Patient did tolerate the procedure conversion.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. In the log, error 1162 (cannula sensor) was found, confirming the fault had occurred in the field. The universal surgical manipulator (usm) was installed onto a golden system where the error 1162 was triggered indicating fault on the cannula and replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where the check cannula test was found to be failing for the cannula. Once testing was completed, the axes controller spar controller board (acsc) printed circuit assembly (pca) was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acsc pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.